Event description:
It was reported that the proximal body trial was bent at the bottom during a case. A backup device was used to complete the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Please note the correction to d4 gtin. The reported event could not be confirmed since the device since the returned device is conforming to specifications and no breakage could be observed. The device inspection revealed the following: the received device shows signs of extensive usage as evident by wear marks and scratches at the surfaces of the device. There is no evidence of breakage noted on the device. Therefore, reported issue could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause could not be attributed since the reported issue is not confirmed. If any further information is provided the complaint report will be updated.

Event description:
It was reported that the proximal body trial was bent at the bottom during a case. A backup device was used to complete the surgery.